Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As rec'd, the electrode belt failed incoming functionality testing. The cause of the failure is a shorted esd700 component on the distribution node (dn) pca. The esd700 component was drawing excessive current, which caused it to overheat. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the non-functional therapy electrode.